Event description:
It was reported that during a hemorrhoidectomy (longo technique) procedure, according to the chief surgeon, he placed the device as usual in the anal canal, closed the purse string around the stapler head and closed the device as usual until the indicator was in the green field. Up to this point, he didn't notice anything unusual. He then said that he removed the red security lever without any problem (no resistance indicating that the stapler might not be closed enough) he waited and then fired (one, strong squeeze). He opened the stapler according to the ifus and slowly pulled out the stapler. While inspecting the site, the surgeon saw that none of the staples had formed properly and that the tissue was cut but not stapled. According to the surgeon all or most of the staples remained in the stapler head itself. In order to finish the procedure, he had to perform an anastomosis over the entire resection line by suture and sew everything. The procedure was prolonged 20 minutes. According to the surgeon, the patient is doing fine. No adverse patient consequences were reported.

Manufacturer narrative:
(B)(4). The analysis results found that the device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.